Manufacturer narrative:
The subject device had not been returned to olympus medical systems corp. But was returned to olympus europa (B)(4). In the additional test, the testing indicated no microbial growth for the subject device. The manufacturing record (DHR) of the subject device was reviewed without irregularity related to this event. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that as a result of microbiological testing by the user facility, the subject device repeatedly tested positive for the following bacteria: on (B)(6) 2019: the instrument channel: enterobacteriaceae sp.(>1000cfu/20ml). The air/water channel: enterobacteriaceae sp.(95cfu/20ml). On (B)(6) 2019: the instrument channel: aerobic bacteria(6cfu/20ml), enterobacteriaceae sp.(>1000cfu/20ml), streptococcus bacteria(19cfu/20ml) and enterococcus(4cfu/20ml). The air/water channel: no microbes growth. On (B)(6) 2019: the instrument channel: enterobacteriaceae sp.(>1000cfu/20ml). The air/water channel: enterobacteriaceae sp.(>1000cfu/20ml). The subject device had been disinfected using olympus automated endoscope reprocessor model etd3 (not available in the u.s.a) with peracetic acid. There was no report of patient infection associated with this report.